Event description:
It was reported that the patient is "bradycardic due to t-wave oversensing." The device was reprogrammed, but continued t-wave oversensing. The physician determined this was an acute event due to patient "status" and, as a solution, the lv pacing lead was temporarily turned off. The patient is scheduled to be reevaluated in the clinic. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.